Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The f38 alarm was not confirmed or duplicated. During evaluation it was found that the sensor board was damaged. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.